Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was moving in her stomach ¿going up, down, around.¿ the patient did not know if the pump was pumping anything because it stuck out of the patient¿s belly and she would have to push it back in. When the patient would push the pump back in, she did not know if she would get it on the right side. The issue had been occurring for ¿a couple of weeks¿; however, it was later reported that the issue was first noticed in (B)(6) 2014. At first the patient thought maybe the pump was not steady or smooth. Now if the patient would sit down, the pump would poke out, go straight, and she would keep pushing it back down. Per the patient, the healthcare providers (hcp) did not implant the pump correctly because they did not attach/stitch the pump to her stomach to keep it in one place like it was done with the first pump. This time they just put it in and just left it. When the pump was first put in, the patient had big scars ¿all over her body¿, a 6-7 inch scar on her back and a scar on her stomach. The patient thought it was a lot of things to replace the pump. The patient noticed the pump was not in one place and just ¿dealt with it.¿ the patient did not notice this until everything was healed up and stated ¿it takes a while to heal and you deal with the pump for a while.¿ the patient noted that she had the pump refilled once since the implant. The pump was straight. Then all of a sudden, after the hcp filled the pump in april, the patient noticed how it was going and how it kept coming out every time she sat up. The pump kept poking out sideways and the patient did not know which was to twist it back; left or right. A couple weeks prior to the report the patient noticed the pump sticking out all of the time and she would have to push it back in. In addition, the pump had stopped helping with controlling the patient¿s pain. The patient noticed this ¿probably¿ at the end of (B)(6) 2014 when she noticed the pump was not working because the patient was feeling more pain. When the patient would take her oral pain medication and the pump was working fine, she would feel no pain. Instead, the patient kept feeling more and more pain. The patient stated that the pump and her oral medications should work together. The patient was taking her oral medications as she was supposed to. The patient also mentioned that her body was very sensitive. The patient¿s back was also hurting and she did not know why, although the back pain was not bad. The back pain began 1-2 weeks prior to the report. The patient also began going to the bathroom frequently and did not know why. The patient would drink something and she would have to go to the bathroom. This issue began in (B)(6) 2014 when the pump started sticking out. The patient stated that she was running to the bathroom because she is pushing the pump back in. The patient stated that every 5 seconds she laid down straight because of her pump sticking out if she would get up, but she could not lay down straight all day long. The patient also had not eaten in a couple days. It was mentioned that the patient had a colostomy. The patient wanted her pump taken out. The patient called her hcp and was told to go to the emergency room (ER). The patient had been trying to call her surgeon since the wednesday or thursday prior to the report and they had not called back. The patient stated that if they did not want to help her then she wanted the pump taken out as soon as possible. Patient outcome was unknown. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.